Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after flipping the ultrabutton, it broke during surgery. No delay and it is unknown if there was a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The flip suture was returned with no defect. The adjustable loop has been cut apart and has one section still thread through the remaining ultrabutton. The finger loop is still intact. The ultrabutton is broken down the middle of the device. One half of the device was not returned. Bio debris is present. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the button specifications found the material must come with a certificate of conformance and material composition certificate with each shipment. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during acl reconstruction, after flipping the ultrabutton, the metal plate broke during surgery. The pieces were successfully removed. No surgical delay and a back up was available to complete the procedure. No other complications were reported.

Manufacturer narrative:
H10: h2: additional information on b5.

Event description:
It was reported that, during acl reconstruction, after flipping the ultrabutton, it broke during surgery. The pieces were successfully removed. No delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.